Event description:
Milrinone bag with attached adminstration tubing was reported leaking from the tubing at the end closest to the bag spike. (Tubing attached to bag of milrinone) replacement sent to patient.